Manufacturer narrative:
The returned driver and tip were examined visually under magnification. This showed a torsional fracture pattern on both faces with little evidence of fatigue. Hex tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2018-00113: driver 2, 3025141-2018-00114: screw.

Event description:
During implantation of an aculoc 2 plate and screws, the tips of two drivers broke off in the screws. One was able to be removed but the other remains implanted in the screw head.